Event description:
Protack was placed on the mesh and fired but the tack did not completely deploy from the device. Tack was fixed to the mesh and pelvic wall. Upon forced removal of the tack, residual bleeding occurred. Pt status is okay. Procedure: lap hernia repair.